Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, that the device had a failed water level sensor. Patient involvement unknown.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device had an old style plate clip, noisy pump, corroded heater, and cracked tank cover. Functional testing found the float switch, which measures the water level and triggers the appropriate alarm, worked fine. The complaint was not confirmed nor duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pump, tank cover, heater, and plate clip. Performed preventative maintenance. Device passed functional testing.